Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications as the device passed visual examination but failed functional testing due to the battery exhibiting a high max error of 6%, indicative of a unit that is out of calibration. The maccor testing also failed with abnormal plots. During supplemental testing it was noticed that the battery's ground wire had a cold solder joint (solder defect) onto the pca (e11 location). The confirmed malfunction is related to the reported event. The most likely root cause of the reported event can be attributed to a defective solder joint during manufacturing. This likely contributed to the battery being out of calibration and subsequently affecting the status light when connected to a charger. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient indicated to the vad coordinator that he had a battery that was not holding a charge. It showed 4 green lights on battery but stayed yellow when plugged into the charger. The status of the light never turns green. The battery was removed from service and replaced. There was no impact to the patient.